Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a procedure on an unknown date. According to the complainant, the patient experienced continued incontinence, bleeding, abnormal discharge, and dyspareunia post procedure. The exact nature and date of onset for each are unknown. All other information is unknown and reportedly unavailable.